Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the device is missing a portion around the battery compartment and the reservoir had leaked previously. Customer also stated the battery cap does not tighten properly. Advised customer to discontinue use of device and revert to back up plan. Customer stated the device was in their pant pocket and accidently placed into the washing machine. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)